Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted to the emergency room for progressive anemia and weakness. It was reported that the patient had been feeling weak over several days prior to being admitted to the ER (emergency room). It was reported that the patient had fallen twice at home before being admitted. It was also noted that the patient had scalp lacerations which were attributed to scratching. The patient underwent a head CT (computerized tomography) for concussion, which was negative. A hemoccult test was taken and found positive. The patient received 4 units of prbcs (packed red blood cells). An egd (esophagogastroduodenoscopy) was performed and was found to be negative, as was a capsule study. The treatment was to lower the inr (international normalized ratio) goal to 2-2.5 and aspirin was reduced. An IV ppl (proton pump inhibitor) was also given and was then transitioned to oral medication. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.